Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 0.0150 mg/ml at .991 mg/day via an implantable pump for non-malignant pain. It was reported that the patient experienced a raw feeling in their lower spine. The patient reported that they can't take enough pain meds and they feel that they are really struggling with the pump. It was reported that this was a sudden change in the therapy/symptoms. The patient reported that their regular doctor prescribed an antibiotic since they thought it could be a urinary tract infection (uti). The patient stated that their lower area was on fire. The patient reported that they took this for a week and it got better, but then it quit working and they started taking amoxicillin. The patient reported that they stopped taking this yesterday and it wasn't as good as the previous antibiotic. The patient stated that they had a urine analysis last week to 10 days ago and everything was clear. The patient reported that their physician is on vacation right now and they aren't sure what to do. The patient reported that they have a magnetic resonance imaging (MRI) set for monday, but they aren't sure they can go that long. No further complications were reported and/or anticipated. Additional information was received from a consumer. It was reported that the pump seemed to be working great but now it did not seem to be working as well and it was sitting in a different place and at an angle (event date was reported as "maybe 2 months ago, 5 weeks ago" relative to (B)(6) 2018). The patient was not getting pain relief. The patient repeated she had a feeling around the catheter like a horrible raw sensation as though he had burned herself or like raw meat. Her pump was moving and the refills had to be done under a scope so they could find the port. The last time the healthcare provider (hcp) filled her pump in his office, he kept trying and poked around quite a bit but could not find it and her skin in the area became quite purple. She went to have her pump filled at the hospital on (B)(6) 2018 due to the hcp having issues filling her pump. She had it done in the hospital one other time, too. She had not gained nor lost weight and had no falls or traumas. A MRI with contrast was done but there was no change. There were no further complications reported at this time.